Manufacturer narrative:
The reason for the revision reported is most likely due to prosthesis wear over the course of 10 years of implantation, which ultimately led to fracture of the posterior medial aspect of the tibial insert. The prosthesis wear may have been caused by high contact stresses on the posterior end of the insert, potential inclusion of the insert in the packaging recall, patient-related factors, or any combination of these possibilities. D1: corrected d4: corrected g4: corrected h6: corrected medical device and investigation clinical codes.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 10 years 2 months post initial operation. The patient had a total knee arthroplasty (tka) that had progressive pain and swelling in his knee. Radiographs showed asymmetric polyethylene wear worn down to metal. Arthrotomy incision was made through existing incision and 100ml of joint fluid came pouring out of the joint. There was synovitis with (>2cm) plastic fragments floating around in the knee. Poly was removed which showed extensive wear. Synovectomy was performed; knee was irrigated a new poly was placed and the knee was closed in routine fashion. Patient was last known to be in stable condition following the event.